Event description:
It was reported that the system was explanted because it could not convert an arrhythmia. The patient recently had a treated episode that was a polymorphic ventricular tachycardia and ventricular fibrillation. Two out of three shocks failed to convert the arrhythmia. The shock impedance was 100 ohms. The doctor brought the patient in for defibrillation testing. After the induction, there was some noise. They had to use a combination of external and device commanded shocks to convert the induced arrhythmia. The doctor elected to explant the system and implant a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system was explanted because it could not convert an arrhythmia. The patient recently had a treated episode that was a polymorphic ventricular tachycardia and ventricular fibrillation. Two out of three shocks failed to convert the arrhythmia. The shock impedance was 100 ohms. The doctor brought the patient in for defibrillation testing. After the induction, there was some noise. They had to use a combination of external and device commanded shocks to convert the induced arrhythmia. The doctor elected to explant the system and implant a transvenous system. There were no additional adverse patient effects.